Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimula tor for spinal cord stimulation - nonmalignant pain. It was reported that there was overstimulation during a dental visit. Patient did not take programmer to visit. Patient reported ove rstimulation resolved prior to getting out of chair. Patient was reprogrammed, today, (B)(6) 2018. Impedances were normal, patient he has not experienced overstimulation since the dental visit. Issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.